Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient noticed when they were taking a shower the silver on their pump was visible through their skin/pump exposure. The patient's incision did not look like it was healed properly. It was noted the pump was eroding through their skin. The patient called the doctor's office and surgery was scheduled. There were no factors that may have led or contributed to the issue. No troubleshooting was performed. Actions/interventions included surgery was performed to clean and close the incision/pocket and revise the wound/pocket. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was asked but unknown. The event date was (B)(6) 2020. No further complications were reported.